Event description:
It was reported that the physician could not interrogate generators using the handheld computer. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.

Event description:
The handheld and the flashcard software were received by the manufacturer on 03/30/2015. Analysis of the handheld found no anomalies when using the device with the ac adapter or a fully charged main battery. The handheld performed according to functional specifications. Analysis of the flashcard found no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications.